Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported an instrument was broken, notified by sterile processing team. No additional information.

Manufacturer narrative:
Visual examination of the returned device found signs of repeated use and is fractured. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review (reference (B)(4)) in order to identify potential adverse trends. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Device has a potential filed age of 6 years and exhibits signs of repeated use. This complaint was confirmed. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report